Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt due to a possible site or set occlusion. The customer stated that she put 200 units of insulin into the reservoir, and when she attempted to deliver insulin, the insulin pump would alarm no delivery when it reached 60 units delivered. The customer's blood glucose was 200 mg/dl. She stated that she was currently giving herself a bolus, and the process stopped at 3.75 units. She stated that she still needed to deliver the remaining 4.0 units, which she would give herself later. She stated that she was under the impression that the issue was insulin pump-related. She reported that she had several surgeries that resulted in significant formation of scar tissue. Upon checking the customer's insertion technique, the customer was advised that since she was able to push insulin through the entire set, the issue was likely related to the infusion set cannula or insertion site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.